Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tube bent. High blood level was treated with manual bolus injection. This event occurred on (B)(6) 2025 no further information available.